Event description:
A us distributor reported that a battery charger had a battery charger problem and was unable to recognize batteries.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem, unable to recognize batteries) was confirmed due to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.